Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, the cause was related customer's pump settings. Additionally, customer did not consume enough carbohydrates at dinner prior to the low. Reportedly, customer required assistance from parent to treat bg level via glucose gel and consumption of carbohydrates. Additionally, customer's healthcare provider assisted customer with adjusting pump settings to resolve the issue.